Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were missing a label, some were found to be broken, and the packaging was damaged. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The photos show several bd shelf-packs; some with no shelf-pack labels. However, bd fails to detect any broken tubes or broken seals in the photo evidence. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. This complaint has not been confirmed for the indicated failure modes: broken before use and open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were missing a label, some were found to be broken, and the packaging was damaged. No adverse impact was reported regarding the patient or user.